Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male patient contacted zoll customer support to report a skin irritation under the rear therapy electrode pads on his back. Zoll customer support suggested hydrocortisone and cornstarch. The patient's wife called back on (B)(6) 2011 to report that the irritation has improved with the cream and cornstarch. A patient service representative (psr) visited the patient on (B)(6) 2011 and report that the patient had not been wearing the lifevest (lv) because of the rash. The patient had spoken with doctor, who suggested only wearing the lv when he is out alone. The weeping red bumps are on the patient's back and under his left breast. Zoll customer support re-recommended hydrocortisone and cornstarch. Follow-up with the patient on (B)(6) 2011 indicates the rash has gotten better but is still weeping, which causes him to intermittently remove the lv. No additional follow-up documented.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.